Manufacturer narrative:
Additional information provided: updated section b5 with a failure analysis evaluation. Updated section d10 "return to manuf.?" And "date returned to manuf." To coincide with the product return. The h6 method code was also updated to coincide with the failure analysis of the returned component. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the battery for the device failed to charge, was not being recognized by the device, and continuously showed 5 illuminated leds despite the gauge button not being pressed. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure. The li-ion battery pack was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating, indicating a depleted or faulty battery. Upon evaluating the returned battery, it was found that the battery was recognized and able to charge in both the mrx heartstart and cadex charger. The component was calibrated and manual shocks were successfully delivered when the battery was installed in a device. However, although the component was able to properly charge, the battery relative state of charge was found to be 99 percent instead of the expected 100 percent. It was also noted that the cf flag was set when the battery was received. Furthermore, the battery manufacturing status ¿cal_en¿ was flagged in reset mode upon receipt and remained unchanged even after calibration. Due to these abnormalities, the component was determined to be faulty and was scheduled to be returned to the vendor.

Event description:
It was reported to philips that the battery for the device failed to charge, was not being recognized by the device, and continuously showed 5 illuminated leds despite the gauge button not being pressed. There was no reported patient involvement or adverse patient/ user impact as a result of the alleged failure.

Event description:
It was reported to philips that the battery for the device failed to charge, was not being recognized by the device, and continuously showed 5 illuminated leds despite the gauge button not being pressed. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure. The li-ion battery pack was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating, indicating a depleted or faulty battery. Upon evaluating the returned battery, it was found that the battery was recognized and able to charge in both the mrx heartstart and cadex charger. The component was calibrated and manual shocks were successfully delivered when the battery was installed in a device. However, although the component was able to properly charge, the battery relative state of charge was found to be 99 percent instead of the expected 100 percent. It was also noted that the cf flag was set when the battery was received. Furthermore, the battery manufacturing status ¿cal_en¿ was flagged in reset mode upon receipt and remained unchanged even after calibration. Due to these abnormalities, the component was determined to be faulty and was scheduled to be returned to the vendor. Upon response from the vendor, it was clarified that a set manufacturing status flag does not directly correspond to a component malfunction. The disabling and enabling of the cal_en flag is a functional feature of the component that is part of an integrated system in the gas gauge used to support calibration of current, voltage, and temperature readings. Furthermore, the battery mode cf flag is not indicative of a component malfunction, but instead is an indication that the battery needs to be calibrated to obtain a more accurate state of charge reading. As such, there was no sign of a component failure and the battery was deemed to be fully function. No further evaluation was requested.

Manufacturer narrative:
Additional info: b5 - add vendor. Info submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.